Event description:
Reportedly, the device was found in rrt after about 4 years of implantation. The physician complaints about short battery life.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Please refer to the attached report electrical characteristics of the returned unit were within specifications. No conclusion can be drawn regarding the battery depletion, because only one programmer file was available for analysis (and rrt has already been reached). Therefore, no estimation of the expected overall longevity could be performed.

Event description:
Reportedly, the device was found in rrt after about 4 years of implantation. The physician complaints about short battery life.

Event description:
Reportedly, the device was found in rrt after about 4 years of implantation. The physician complaints about short battery life.

Manufacturer narrative:
Correction : device component code/ conclusion code please refer to the attached report electrical characteristics of the returned unit were within specifications. -since only the last follow-up data was provided where the device was already in nominal mode (vvi 70bpm), no information neither atrial pacing, nor frequency, nor mode are provided, therefore no precise estimation of the overall longevity could be performed. Following parameters are supposed for the longevity estimation: atrial pacing: 15% pacing/ atrial impedance: 400ohms/ frequency: 60bpm/ mode: ddd. It should be noticed that lv parameters programmed (4v and 1ms) are very power consuming. -based on available data, the expected overall longevity is estimated at ¿ 56 months (4 years 8 months). The implantation duration was 46 months, which is higher than 75% of the estimated overall longevity (75% of 56 months = 42 months). Based on hrs guidelines, normal battery depletion occurred. -based on available data, normal battery depletion occurred.

Manufacturer narrative:
Correction : h10 please refer to the attached report - electrical characteristics of the returned unit were within specifications. -since only the last follow-up data was provided where the device was already in nominal mode (vvi 70bpm), no information neither atrial pacing, nor frequency, nor mode are provided, therefore no precise estimation of the overall longevity could be performed. Following parameters are supposed for the longevity estimation: frequency: 60bpm/ mode: ddd. % pacing : a: 100%/ rv: 100%/ lv: 100% leads impedance : a: 500ohms/ rv: 400ohms /lv: 1000ohms output : a : 3,5v 0,35ms / rv : 2v 0,35ms / lv :4v 1ms it should be noticed that lv parameters programmed (4v and 1ms) are very power consuming. Based on available data, the expected overall longevity is estimated at ¿ 56 months (4 years 8 months). The implantation duration was 46 months, which is higher than 75% of the estimated overall longevity (75% of 56 months = 42 months). Based on hrs guidelines, normal battery depletion occurred. Based on available data, normal battery depletion occurred.

Event description:
Reportedly, the device was found in rrt after about 4 years of implantation. The physician complaints about short battery life.